Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Frame, frame/weld broken. Seat post receiver tube broken from frame. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the frame assembly was received with the center post tube broken off from the rest of the frame. Corrosion can be seen inside of the tubing. Conclusions- utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the broken center post tube on the frame assembly. Complaint of "post broke off the base frame " was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Frame, frame/weld broken. Seat post receiver tube broken from frame. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the frame assembly was received with the center post tube broken off from the rest of the frame. Corrosion can be seen inside of the tubing. Conclusions- utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the broken center post tube on the frame assembly. The dealer states the post broke off the base frame and the pins on the hangers brackets broke off on both sides.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the post broke off the base frame and the pins on the hangers brackets broke off on both sides.